Manufacturer narrative:
Device evaluation: the cartridge was returned to manufacturing site for evaluation. Visual inspection revealed scarce amounts of viscoelastic solution and a cartridge crack was observed. The complaint issue reported was verified. A manufacturing record review was performed. The manufacturing process record was evaluated and the product was manufactured and released according to specification. No non-comformance reports (ncrs) / discrepancies / deviations for similar issues were found during the manufacturing record review. In addition the directions for use (dfu) were reviewed. The dfu sections provide the customer with information on proper device usage. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a bur in the cartridge. In follow-up, it was reported that when inserting into the patient's eye the surgeon noticed a small crack. The surgeon changed the cartridge and successfully implanted the lens. Reportedly, there was no patient injury post-operatively.